Event description:
The endoscopy department changed to a new scope lumen cleaning brush (pull-thru lumen channel brush). The decision to change to this new system was to achieve optimal cleaning. Prior to using the new brushes, the representative educated the endoscopy team on how to use the brushes. It was decided that the new brushes were not to be used until the old brushes were used up. On [date redacted], the endoscopy team were instructed they could begin to use the new brushes. During the cleaning process, the endoscopy technicians found that the new brush applied to a balloon lumen did not perform as intended. This new brush could not be pulled through the balloon lumen channel and the effective brush component did not reach the end of this channel. This information was communicated to the department manager. Use of this device was stopped at this time and stored scopes were reprocessed using the former brush method. The manufacturer of the brush listed that the new brush could be used with the endoscopic and endobronchial ultrasound units owned by this facility. Nine patients received scope procedures within this two week timeframe with a balloon lumen. Four patients (two endoscopic ultrasounds, two endobronchial ultrasounds) had scopes cleaned with the new brush. Follow up: infection prevention and endoscopy reviewed the medical records of the patients who had scopes inadequately cleaned with the new brush. Many various factors were applied to assess infection risk for these cases. The conclusion was that it is assumed all scope processing steps were followed. The new brush applied to a balloon lumen did not perform as intended. The manufacturer of the brush listed that the new brush could be used with the eus and ebus models owned by this facility. No blood borne pathogens were identified in the total patient population (9). No biopsies were collected. No complications (balloon rupture, perforation, bleeding) occurred. Risk has been assessed to be low. Action plan: includes reviewing the importance of immediate communication to endoscopy leads when a problem is identified with cleaning and disinfecting a scope. Update scope policies and procedures (in process) for specific scope procedures. Report to manufacturer regarding the manufacturer directions for use of this device.